Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be fixed in the target location. The physician made multiple attempts in different locations but was unsuccessful. The rv lead was then removed and replaced. The patient had no adverse consequences.